Event description:
It was reported to philips that the arm movements of the azurion device were unavailable. The device was inside clinical use at the time of the event. No patient harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system geometry failure. Fse performed troubleshooting and found that the fault with the arm motion controller (amc) due to a post-problem with propeller movement was causing the geometry failure. Fse replaced the amc controller, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.